Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ syringe had difficult plunger movement during use on a nicu patient, and "blew" the IV as a result of the increased pressure during the infusion. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: we have been alerted by 3 hospitals' nicus that there is issue w/the bd pre-fill 3ml ns flush syringes. Attachment #0029 (1st one) shows that the bd syringe has the same barrel size as the 10ml pre-fill flush. Attachment #0030 (2nd one) shows the ole medline 3ml syringe, & the barrel size is smaller. Nicus utilize the alaris syringe module to flush, which does read it as a 10ml barrel but won't let you infuse more than 3mls. "It does read a 10 ml barrel but it will not let you infuse more than the 3 mls.. It won't even let you put in anything more than 3.ml. I have another concern that my staff thinks these are blowing the IV's that they start.. They think the pressure is different. We deal with very small patients like under 1 pound and they claim these flushes blow the IV's they are starting." "It also feels like the barrel is harder to push." "However, the major concern is that these 3ml syringes seem to be infusing w/more pressure so that it blows these nicu babies ivs."